Manufacturer narrative:
Result: the catheter is fractured approximately 28.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that it was noticed the catheter was fractured when removing from the packaging. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. This type of damage usually occurs when the device is mishandled during removal from the product packaging. These devices are 100% visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter. The velocity delivery microcatheter was removed from its packaging and was found to be broken (kinked/snapped). It was not used in the patient. Another catheter was available for use.